Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The recall was due to the improper seal packaged which could lead to breach in the sterility of the inner pouch of the bone cement. However, the device was implanted prior to the recall initiation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that the patient allegedly had an infection post-implantation. It was noted that the recalled cement was used on the patient. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
It was reported the patient has experienced an infection approximately four months post-implantation. It was noted that the recalled cement was used during the initial procedure. Attempts have been made and additional information on the reported event is unavailable.